Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection that the bronchovideoscope had a rusted forceps port and due to a cut on charged coupled device (ccd) cable, there was image noise and the image disappearance at angulation. There were no reports of patient involvement.